Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1588rt, acl tightrope rt, could not set when the rope was strengthened. This was detected during anterior cruciate ligament reconstruction surgery on (B)(6) 2024. Procedure was successfully completed with no patient harm by using another new ar-1588rt instead. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to the device suture system being broken, visual inspection found that the suture loop system was broken. The loop was pulled to one side of the button leading to the device damaged. Frayed was observed on the sutures. The most likely cause for the reported failure is a user error. According to dfu-0147 at revision 3. G. Precautions1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.